Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the adhesive of the objective and light guide lenses of the duodenovideoscope had small chips and the plastic distal end cover was cracked. Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the adhesive of the objective and light guide lenses of the duodenovideoscope had small chips and the plastic distal end cover was cracked. There was no patient involvement.